Event description:
During a pulmonary vein isolation procedure, there was an output issue on the amplifier which resulted in a delay to the procedure. On the ensite precision system, the error message "amplifier error. Log out and power cycle both the ensite velocity dws and amplifier before restarting. Contact sjm technical support" appeared several times. Both the amplifier and dws were restarted about 7-8 times. The procedure was completed after several restarts.

Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Based on the information and investigation provided to abbott, the reported event was unable to be duplicated during investigation however inspection of the log files revealed the root cause was isolated to an intermittent catheter amplifier board in slot 9. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.